Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The displacement test functioning properly. Unable to perform the unexpected restart error, occlusion and excessive no delivery test due to motor error alarm. Found corroded motor home switch during visual inspection. Insulin pump received with scratched reservoir tube window and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device was exposed to magnetic field. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.